Event description:
The customer observed biased ammonia results for qc fluids tested on two slide lots on the vitros 250 analyzer. No pt results were reported. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.